Event description:
During a coronary drug-eluting stenting treatment procedure, stent dislodgement occurred. In 2005, the physician attempted to place a 3.50 x 16 mm taxus express2 drug eluting stent, using a crushing technique, in the unknown calcified, non-tortuous, principle coronary branch and 2 vessels. The displacement of the stent occurred upon weakening of the ostial lesion. There were no reported pt complications.